Event description:
An end-user called for assistance checking the results, as displayed in the device. After phone trouble-shooting, it was discovered that the device's display was not properly showing one digit for the test results. The device was replaced, and the defective one returned for investigation.

Manufacturer narrative:
An unknown external force on the glass screen display pushed on the pcb supports causing them to fail, and bend in addition to the glass cracking.